Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient-elected surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 350cc and experienced bilateral rupture. The ruptures were discovered during explantation on (B)(6) 2020. The patient underwent removal and replacement with unspecified breast implants. This report is for the left breast prosthesis.

Manufacturer narrative:
On mar 18 2020, additional information was received: patient's age at time of event was 61 years of age patient's race is caucasian implantation surgery was a breast reconstruction on (B)(6) 2020, the replacement devices were identified as a mentor memorygel breast implant 275cc, catalog number 3502751bc, serial number (B)(4) and a mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).